Manufacturer narrative:
An invacare representative met with the end-user to get more information about the user, the chair and the event. The end user stated there was no malfunction or defect with the chair, the alleged incident was his fault. The invacare representative confirmed the chair was in good working order. The end-user controls the chair with a head array. The end user¿s physical therapist, said that he is losing head function which could have been a factor in the incident. This record is being filed in an abundance of caution for a use error resulting in an adverse event. Should additional information become available, a supplemental record will be filed.

Event description:
The end user ran into a van door breaking his left tibia and femur. He was taken to the (B)(6) hospital.